Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had fault. Until engineer goes to the hospital, unsure of the exact fault on this but the hospital have reported it as requiring a call out. More than three (3) good faith efforts (gfe's) attempts were performed to obtain additional information and/or product return. No response was provided, the complaint will be closed and, if new information and/or devices were available, the file would be reopened and updated. The patient involvement is unknown.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has malfunctioned.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.